Event description:
It was reported that the user changed the infusion site, paused, and reconnected the ilet after briefly reverting to multiple daily injections with a blood glucose of 389 mg/dl per healthcare provider direction, with guidance to remain disconnected for two hours before reconnection; blood glucose levels were reported as unaffected at the time of contact, and no device alerts or alarms occurred. Symptoms include nausea and lack of food intake. Outcomes included no reported injury, no medical intervention beyond routine self-care, and no hospitalization. Investigation included troubleshooting and education with the user and outreach to the healthcare provider. Investigation of this case revealed no malfunction, no device or component damage, and appropriate device function following site change and reconnection. It was concluded, based on previously established findings for similar reports, that the cause was user management related to intercurrent illness and temporary therapy change, with no device-related failure identified.

Manufacturer narrative:
Initial.